Event description:
It was reported that a pt underwent an anterior pelvic floor repair procedure in 2005. Post-operatively, the pt experienced a fistula, erosion into the bladder, pelvic organ prolapse, and a mesh erosion. An excision of the device was performed. Concomitant procedures included a stent placement, bladder closure, and a laparoscopic uteropexy. The patient's current status is unknown.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.